Event description:
The customer reported that they found oozing from a seal site even though an end tone, indicating a completed seal cycle, was heard. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.